Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to patient condition. At the time of explant there were no allegations against device function or longevity.